Manufacturer narrative:
Additional informationl: h3-device evaluation: lens returned in a vial; in liquid. Visual inspection found haptic torn. (B)(4).

Manufacturer narrative:
This product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vicm5 12.1, -07.00 diopter, implantable collamer lens tore before/during loading on (B)(6) 2020. Damage was noted after opening vial. Replacement lens implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.